Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardioverter defibrillator (ICD) was under-sensing, no changes were reported. The patient was stable.